Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient had been admitted with numerous low flow alarms. The patient has a were submitted for review to loknown outflow graft (ofg) obstruction and was not a surgical candidate. Log files ok for signs of worsening obstruction or any other issue. The event log file captured low flow events on (B)(6) 2025. The log file contained low flow estimates as well as sustained low flow hazard events. The low flow events occurred when pulsatility index (pi) was dynamic and elevated. The low flow threshold was adjusted to 2.0 on both primary and backup controllers. The patient had no symptoms due to increased low flows. After being switched to the low flow controllers the patient was discharged on (B)(6) 2025.

Manufacturer narrative:
Corrected data: section a3a: patient gender corrected. Section h6: medical device problem code corrected. Section h10: the known outflow graft obstruction was previously reported under MFR# 2916596-2025-01098. Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported event of low flow alarms; however, a specific cause for the alarms could not be conclusively determined through this evaluation. The submitted controller event log file contained data from 20jan2025 through 21jan2025. The fixed speed was set to 5400 revolutions per minute (rpm) with a low-speed limit of 5200 rpm. The data captured between 22:14:24 on (B)(6) 2025 and 07:20:22 on (B)(6) 2025 consisted of many transient low flow events, multiple of which resulted in low flow alarms. During the low flow events, flow was captured at 2.2-2.4 lpm. Of note, pulsatility index (pi) was elevated at the times of the low flow events. Throughout the remaining data, captured from 07:34:27 through 10:18:07 on (B)(6) 2025, flow was captured at 3.3-3.7 lpm. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, also outlines all system controller alarms as well as how to respond to each alarm condition. Following software upgrades the heartmate 3 lvas pocket guides to alarms for patients and clinicians explains that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The known outflow graft obstruction was previously reported under MFR# 2916596-2025-01098.